Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise. A revision procedure was performed at which time it was noted that the seal plug was no longer in the device header. As a result, both the device and lead were explanted and replaced. To date, no additional adverse patient effects have been reported.

Event description:
Additional information was received that this patient also exhibited syncope for an unknown reason. When the patients pocket was opened, the seal plug was already missing at that time, and the physician was unable to find it inside of the patients pocket.

Manufacturer narrative:
(B)(4). Boston scientific received information that visual inspection verified that the ventricular seal plug was missing and medical adhesive was found on the device header and some force was used to remove that seal plug. All other testing found the device worked normally. This missing seal plug was determined to be procedurally induced.

Manufacturer narrative:
(B)(4).